Event description:
Patient went down to MRI for a mass in her brain. Hamilton was positioned behind the line per respiratory therapist (rt), circuit was long enough. While rt was suctioning patient. MRI registered nurse (rn) wanted to reposition ventilator. Ventilator got too close to the scanner and got magnet to the scanner. Ventilator failed. Device was alarming showing a fan failure. Fan failure found to be defective. Rt took patient off ventilator and hand ventilated the patient until another ventilator came. Patient did not desaturate but had bradycardia to 48bpm from 65bpm. Patient had a low heart rate before heading to MRI. Md lifted the patient upper body, especially the head and hr recovered. We did pull patient out of scanner and waited for another vent. Rt did not ask for help to position the vent while suctioning. But should have locked the wheels before leaving the vent to suction, even though I thought it was at a good distance. MRI and nursing managers conducted a debriefing session with the involved team. They noted that because the exam was stat, there was some rushing, which could have been mitigated with improved communication all round. It was also observed that placing the mr conditional respiratory machine (with locked wheels) on the same side of the room as the anesthesia machine whenever possible might prevent line entanglement issues, as was the case during this incident when the radiology rn move the respiratory machine. MRI safety reminder was shared with radiology staff following the incident and a workflow project was proposed to the radiology team to help establish best default location for each piece of equipment in the MRI scanner room going forward. Fan was replaced with parts sent from vendor, and technician performed performance and maintenance checks - passed. Alarm issue resolved. Mr1 device was returned to service.